Event description:
It was reported that patient never had a therapeutic effect. Patient had acute pain, "right leg, left leg, back, shoulders, neck, basically has pain all over"; felt that the healthcare provider (hcp) was not doing anything about it. It was added that at the last refill on (B)(6) 2012 when the hcp took the medication out the "tube was almost full, almost to the top". Patient was concerned that she hadn't been receiving any medication. On (B)(6) 12 hcp performed a dye study and determined that "everything looked ok." Patient had never heard her pump alarming. Patient was not prescribed medication for breakthrough pain. Patient felt that she never had relief from the pump. It was added that patient was diagnosed with osteoporosis about a month ago. "Another kind" of medication was tried in her pump since bupivacaine and hydromorphone were not helping; specific details were not provided. Additional follow-up indicated that patient continues to have concerns with her device or therapy but had not sought further help.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4). Osteoporosis.